Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. While trouble shooting, the fse replaced the reference, sodium, potassium, and chlorine electrodes. However, the issue was not resolved. The fse performed several calibrations and monitored the ise voltage. The reference valve and roller pump tubing were replaced; the sample probe was flushed. Measured voltage for mid-solution indicated deterioration in the reagent. The reagent was replaced and calibration was completed. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: erroneous result for sodium, potassium, glucose, and chlorine on ion-selective electrode (ise). There was no report of death or serious injury.